Event description:
In 2005 the lay user contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the user on october 2005 to verify/obtain information. In 2005 the user administered additional insulin based on obtained results of 241 mg/dl at 9:00 pm and 251 mg/dl at 11:00 pm. To the best of her recollection, she ate lasagna for dinner. She tested one last time prior to going to bed at 1:00 am and obtained a 157 mg/dl. She was not experiencing any symptoms at the time of testing. At 7:00 am in 2005, she was heard making noises, thrashing around, and non-responsive. Her husband tested her blood glucose level and obtained a 98 mg/dl. No treatment was administered. He contacted the paramedics and they arrived within 10 minutes. A result of 4 mg/dl was obtained on their meter. She was administered glucose injections (s) and was revived while on transport to the hosp. Results of 111 mg/dl and 164 mg/dl were obtained at the ER. An EKG, among other tests, was performed and results were normal. She was advised to eat her breakfast prior to her discharge. The diagnosis was unk; however, she was advised to contact her physician and check the meter. Upon arriving home, she tested with the reported meter and obtained a 241 mg/dl at 9:45 am and 320 mg/d at 11:30 am, while experiencing no symptoms. At 4:15 pm she received her new replacement meter from the pharmac and obtained a 203 mg/dl result. The insulin pump user tests anywhere from 7 to 8 times daily. One week prior to the incident, she was advised that she had an a1c result of 64% (converts to 132 mg/dl). The customer care agent (cca) was unable to walk the user through a control solution test, since the control solution was expired. The cca confirmed that the test strips were in good condition, the unit of measurement was set correctly, the calibrated code was set correctly, and the correct technique was used to apply the sample and clean the puncture site. Since quality control testing was not performed, there is no real indication that the product malfunctioned. This complaint is being reported as an adverse event MDR, since the user administered insulin based on the meter results, obtained a relatively normal result, while in severe hypoglycemia, had a blood glucose level of 4 mg/dl, and received medical treatment by the paramedics/hosp.